Event description:
Patient's representative reported "infections throughout the body" and mentions the recall. Patient's representative later reported "anxious and depression disorder." The events of "severe joint pain" and "articular, muscular, nervous inflammatory processes, which indicated autoimmune disease" are not device related. This is a right side record. Device was explanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: infection.

Event description:
Patient's representative reported, "infections throughout the body". And mentions the recall. Patient's representative, later reported, "anxious and depression disorder". The events of "severe joint pain" and "articular, muscular, nervous inflammatory processes. Which indicated, autoimmune disease" are not device related. This is a right side record. Device was explanted.